Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: anterior cervical radical discectomy, c5-6; anterior cervical radical discectomy, c6-7; partial cervical corpectomy, inferior c5; partial cervical corpectomy, superior c5; partial cervical corpectomy, inferior c6; partial corpectomy, superior c7; cervical interbody instrumentation with cage, c5-6 and c6-7; cervical interbody fusion with autologous bone, c5-6, c6-7; anterior cervical instrumentation with cervical plate, c5-6 and c6-7; harvesting of non structural autograft; spontaneous nerve root monitoring x3 hours. Preoperative diagnosis: cervical radiculopathy. Per-op notes: ¿however the bone that had been removed with the partial corpectomies was denuded of soft tissue and morcellized. This was placed in the center of the sized cages along with small portion of bone morphogenic protein. These were accomplished with the aid of anesthesia traction. The halter traction was then released.¿ patient alleges unspecified injury due to the use of rhbmp-2.